Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was replaced due to battery depletion following a low battery alarm. A catheter CT dye test had been performed prior to surgery to ensure that catheter was patent and therefore did not need to be replaced. Correct volumes were aspirated from previous pump at each refill according to the hcp. The new pump was refilled with the same concentration and started at same dose; morphine and bupivacaine 15mg/ml, 2.5 mg/day. The pt experienced a possible overdose following pump replacement. The hcp noted that the pt became nauseated and drowsy. He then programmed the new pump to minimal rate mode and began a naloxone infusion which stabilized the pt. The pt was admitted to the intensive care unit. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.